Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas and the reported event could not be conclusively established through this evaluation. The account communicated that the patient expired on (B)(6) 2019. The cause of expiration was unknown. No autopsy will be performed and the device will not be returned for evaluation. No alarms were reported for this event. Multiple requests for additional information were sent to the account; however, no further details were provided. Heartmate 3 lvas was not explanted for evaluation. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient expired. The cause of death is unknown. An autopsy was not performed. The device will not be returned for evaluation. No additional information was provided.